Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient's hip revised due to pain. A new duraloc poly 28x48 neutral was cemented into the acetabular shell due to some metal wear on the inside of cup. Cup was well fixed though surgeon felt prior cup locking mechanism may have been compromised due to the metal wear on the inside of the cup. Unknown how metal wear occurred. Doi: (B)(6) 2017; dor: (B)(6) 2018; left hip.